Event description:
It was reported by a manufacturer's representative that there were observations of non-sustained ventricular tachycardia episodes re presenting oversensing with the patient's right ventricular (rv) lead. Monitoring of the rv lead function will continue and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.